Event description:
Abbott hospital products div. D-389, bldg ap30, 200 abbott park rd, abbott park, il 60064-3537. Request: any evaluation or other info used by your firm to determine whether the events descirbed in the medical device report area or are not attributable to the device. Response 1: other than the report submitted to us by the agency with their letter of 2/21/96, we have no further info about this event. As the reporter is listed as anonymous, we cannot obtain add'l info or request a sample for analysis. We are unable to determine whether or not the event is attributable to our device. Request 2: if your firm has determined that the event described in the medical device report is attributable to the device, then submit an outline of the plan for remedial action and a copy of any proposed remedial action communication or state your basis for determining that remedial is unnecessary. Response 2: as discussed in response 1 above, we are unable to confirm the complaint condition, "multiple failures of MFR's IV extension sets." We are unable to determine whether or not the event is attributable to our device. Remedial action is not deemed necessary.